Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product. All available information was investigated, and the reported single leaflet device attachment resulting in unspecified tissue injury per the physician was due to restricted leaflets and likely a grasped chord (patient and procedural conditions). Tissue damage is a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4+. Xtw (lot: 40819a2084) was implanted first successfully. Xt (lot: 40910a1077) was the chosen for implantation. After deployment, the clip detached from the anterior leaflet and anterior arm was only grasping chordae (single leaflet device attachment (slda)). Leaflet tear was suspected. Ntw lot: 40617a2089 was then implanted successfully to stabilize the slda. Xt (lot: 40910a1077) was then chosen for implantation to further reduce mr but during preparation, the gripper lever cover was not snapped and place and could not be corrected. The procedure ended with mr reduced to grade 2+.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.